Manufacturer narrative:
(B)(4). To date, the device has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that during initial testing of new console, false positives occurred with the rf body scanner mat cycle. Sponges were detected when none were present. The false detection was isolated to the console by using the same working accessories to test all consoles received by the site.

Manufacturer narrative:
(B)(4). Evaluation summary: the console was returned and evaluated. The reported condition that false positive sponge detection occurred was not confirmed. The investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured. The concomitant devices have not been received for evaluation.